Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had completed the load sequence but forgot to connect the tubing to the site. The customer's blood glucose level was 285 mg/dl. The customer delivered correction boluses.